Manufacturer narrative:
Concomitant medical products: product ID: 620bg27, product type: heart band, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.